Event description:
It was reported by the rn that the j-wire unraveled while attempting placement. According to the rn the md inserted the spring wire guide (swg), then the dilator. Upon removing the swg, it was unraveled. As a result, the md requested another swg to complete the procedure. There was no reported pt death or injury. Medical/surgical intervention was not required. There was an interruption in the procedure for the time frame it took to retrieve another j-wire. The rn stated that she has "plenty of j-wires on her shelves to use." The pt's outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.